Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve, on the first step, the two staplers were unable to fire. The surgeon was unable to press the green button and could not squeeze the handle. A new reload was used to complete the case. There was no patient injury.